Event description:
A voluntary MDR/medwatch report was received on 07/09/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a hypoglycemic event attributed to an insulin overdose. No cgm readings were reported during the event, though it was understood that any readings available at the time would have been inaccurately high. The patient awoke at 3:30 am to a low glucose alert from the dexcom cgm device. In response, she ingested food and drinks to raise her blood glucose levels. A few hours later, the patient was transported by ambulance to the hospital. No further information was provided regarding the hospital visit. Attempts to obtain additional details about the event were made, but no response was received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172227. Diabetes mellitus is a known cause of hypoglycemia.